Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was in the range of 400-445 mg/dl at the time of incident. Patient¿s current blood glucose was 361 mg/dl. The customer reported issues with sensors not allowing to calibrate and the readings were off. Advised pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.